Event description:
It was reported that the lead, 4196, was replaced due to dislodgement which caused diaphragmatic stimulation. The attempted replacement lead, model 4194, was not able to be placed successfully due to patient anatomy. A new lead was successfully implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and analyzed. No anomalies were found. Distal conductor had blood/body fluid. (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were distorted, all conductors had blood/body fluid, outer insulation breached cut.